Event description:
A hospital in (B)(6) reported via a distributor that a leak was found at the base of an mr225 manual fill infant humidification chamber. The reported leak was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned mr225 chamber was visually inspected for damage and pressure tested for leaks. Results: there was no damage to the mr225 chamber. The chamber performed properly during testing and did not leak. Conclusion: no fault was found with the complaint device as the chamber was undamaged and did not leak during pressure testing. All humidification chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected.